Event description:
It was reported that the bronchovideoscope had a piece of the sheath that came off the distal tip. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d9, h2, h3, h6. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the observed detached component was the adhesive and it was attributed to fatigue problems caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.